Manufacturer narrative:
Based on the current information provided, the root cause of the post-procedure complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. Therefore, no ion products are expected for return to isi for failure analysis evaluation. A follow-up MDR will be submitted if additional information is obtained. The system logs for the reported procedure have been reviewed by an isi failure analysis engineer and no errors were identified that are relevant to the reported complaint. This complaint is being reported due to the following conclusion: after undergoing an ion endoluminal lung biopsy procedure, the patient was found to have a pneumothorax that grew in size. Additionally, the patient experienced symptoms, was treated with a chest tube to resolve the pneumothorax, and was hospitalized for 2 days. The cause of the post-procedure complication is unknown. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred.

Event description:
It was reported that after completion of an ion endoluminal lung biopsy procedure, a pneumothorax was identified during a post-procedural chest x-ray. The patient was initially under observation and a repeat x-ray was to be performed to ensure resolution. The pneumothorax was described initially as being "small to moderate." Per the clinician, the pneumothorax "increased to moderate to large" in size. The clinician believes the cause of the pneumothorax was due to the "biopsy of a subpleural mass with violation of the visceral pleura." However, the clinician indicated that no malfunction of an ion system, instrument, or accessory occurred. The patient experienced "shortness of breath and chest pressure" and was treated with a "left intrapleural pigtail" catheter. The patient stayed in the hospital for a total of 2 days post-procedure and was discharged after removal of the catheter.